Event description:
A customer reported receiving a sensor error message the same day of applying the adc freestyle libre 2 sensor and being unable to obtain readings. Customer further reported experiencing symptoms of hypoglycemia described as dizziness, confusion, weakness, disorientation, perspiration and a loss of consciousness and was unable to self-treat, requiring treatment of juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.